Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device has a critical error (1:17, 18v therapy supply out of range value 8.37). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the bench repair engineer evaluated the device and determined that the reported 1:17 alarm was replicated. The engineer emailed the customer for passwords, and replaced the ac power module and therapy pca. This resolved the fault. The software was upgraded to version 2.00.32, and the performance verification was successfully passed. Based on the information available and the testing conducted, the cause of the reported problem was a defective ac power module and therapy pca. Further root cause was not determined. The reported problem was confirmed.